Event description:
The certified surgical technologist at the user facility further reported the malfunction occurred during the middle of an unspecified procedure. While the patient was under general anesthesia, there was a half hour delay as another device was obtained and used to complete the intended procedure. No device will be returned for evaluation.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the user facility and to update the following sections: a3, b5, d9, e2, e3, g2, g3, g6, h2, h6 and h10.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: g3, g6, h2, h6 and h10. A device history record review could not be performed as the lot number is unknown. However, the manufacturing and quality control review was performed for the last 24 months of production and there are no non-conformities or deviations regarding the described issue the investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. However, as for the technical cause, the damage of the insulation material of the sheath was potentially caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the user facility that the ceramic tip from the inner sheath reportedly became lost inside the patient during an unspecified procedure. The staff was able to retrieve the tip with no harm to the patient and the procedure was completed. The lot number on the sheath was unknown because it was illegible. No device will be returned.